Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary on (B)(6) 2016 and the first revision surgery on (B)(6) 2016 due to signs of infection (MDR 2016-00402). On 10 february 2017 the medical affairs director performed a clinical evaluation and commented as follows: confirmed infection in a tha patient. Unfortunately, infections are a known possible adverse event following every operation, including tha. To date, no reason to suspect that a faulty device originated this problem. Batch reviews performed on 20 february 2017. Lot 155600: (B)(4) items manufactured and released on 18 november 2015. Expiration date: 2020-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner ø 64/28, code 01.26.2864mhc, lot. 154852 (k092265) (B)(4) items manufactured and released on 26 november 2015. Expiration date: 2020-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The infection is confirmed as (B)(6). The surgeon revised the liner and cup, and input a spacer. The surgery was completed successfully. X-rays are available, explants are not available.